Manufacturer narrative:
(B)(4). The device is currently retained by hospital and returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the moderately calcified right common femoral artery was attempted with a prostyle device prior to an endovascular aneurysm repair interventional procedure (evar) using a 6f sheath. Reportedly, when the plunger was pulled no sutures were present for harvesting. When attempting to remove the device, the physician lowered the lever; however, resistance was noted but ultimately successful. There was resistance when attempting to remove the prostyle device which, the physician speculated to be a result of the foot not being completely retracted. The lever was cycled many times but still, the device remained stuck. Finally, a small amount of force was applied and the device was removed from the artery; as a result, heavy bleeding occurred. A larger sheath was inserted into the vessel to control bleeding and the evar procedure was completed. Hemostasis was achieved using manual suturing via a surgical incision. There was no report of a clinically significant delay. Post removal of the prostyle device, it was found the foot was partially open. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed. The difficulty to open or close and difficult to remove were not confirmed as procedural conditions cannot be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Reportedly, the physician had trouble when attempting to remove the device from the patient anatomy and used slight force to remove it. It should be noted that the electronic perclose prostyle instructions for use, states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is unlikely the IFU violation contributed to the reported difficulties. The reported patient effects of pain and hemorrhage are listed in the perclose prostyle instructions for use, as a known adverse event associated with use of suture mediated closure devices the reported difficulties and subsequent treatments are due to the circumstances of the procedure. In this case, it is likely the foot caught vessel tissue preventing the foot from fully closing inhibiting removal. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.